Manufacturer narrative:
(B)(4).

Event description:
It was reported "one half of the introducer sheath's hemostatic valve became completely detached when the catheter was inserted, having been pushed by the catheter tip. Since this half was no longer visible, and there was a risk of this structure entering circulation if we continued introducing the catheter, it was necessary to remove the sheath and introduce a new introducer sheath. Without immediate complications, particularly hemorrhagic complications, the fact that part of the catheter was already inside the sheath did not allow blood to leak out." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). One 16 fr safe sheath d-pro was returned for investigation. Signs of use were observed in the form of blood particulates on the device and in the lumen. Visual inspection confirmed that half of the valve was detached and is missing from the returned unit. Upon analysis, it was noted that the valve was torn unevenly. The peel away tabs were intact and no other defects were observed on the sheath valve nor body. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The report of a damaged safe sheath d-pro valve was confirmed through examination of the returned sample. Visual analysis revealed that half of the sheath valve had completely detached from the device. It appeared that the valve did not separate evenly. No additional visual defects were observed on the sheath valve or tab. The manufacturing facility was contacted as part of this investigation. The site stated that similar defects have been observed where the valve was damaged in this manner. The root cause is supplier related as the device is a purchased component. Therefore, the damage identified has been determined to be a supplier related issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "one half of the introducer sheath's hemostatic valve became completely detached when the catheter was inserted, having been pushed by the catheter tip. Since this half was no longer visible, and there was a risk of this structure entering circulation if we continued introducing the catheter, it was necessary to remove the sheath and introduce a new introducer sheath. Without immediate complications, particularly hemorrhagic complications, the fact that part of the catheter was already inside the sheath did not allow blood to leak out." There was no medical intervention required. The patient's current condition is reported as "fine".